Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). One used sample without packaging was returned for evaluation. The returned sample included a v1921 extension set attached to a 100 ml baxter pab bag of 4.5 g piperacillin and tazobactam and a 490102 primary set. The two sets were not connected. Both sets (v1921 and 490102) were tested separately per specification with passing results. A piggyback test was preformed with normal saline and the v1921 attached to the proximal caresite of the primary set with passing results. The setup was then ran on the space pump for 30 min to see if any bubbles appeared. There were no alarms or bubbles visually observed. The defect of air in line was not able to replicated or confirmed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that there were multiple small air bubbles below the upper y site and in the secondary set but no bubbles above the upper y on the primary set. Per the customer, refrigerated piptaz was in minibag suggesting the source of air bubbles are from the minibag. No injury reported.